Manufacturer narrative:
Trackwise ID#: (B)(4). No lot # was reported and no specific event site was reported, so therefor no ship history was conducted.

Event description:
N/a.

Manufacturer narrative:
Tw ID (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.

Event description:
Received incrowd survey 27399-evh pms- july 2023, where they commented "the power cord is difficult to remove" when asked about the harvesting tool hemopro 2 (vh-4000) extension cable connections interfacing with the harvesting tool or vv6 pro harvesting cannula and power supply or generator are easily inserted and removed.

Manufacturer narrative:
Tw # (B)(4). Corrected section: h6- problem code changed to 2900.